Manufacturer narrative:
(B)(4).

Event description:
It was reported that a coating issue occurred. The patient was undergoing an angiogram in the superficial femoral artery (sfa). The 300cm v-14¿ controlwire® guide wire was utilized with an 014 non bsc support catheter. After the angiogram the v-14 was removed and it was noted that the polymer coating on the tip of the device appeared to be separated; however, nothing was detached. The procedure was completed with another of same device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The unit returned has the wire kinked and the distal end damage, as part of overall visual revision. The visual inspection was performed and the device presents body kinked at 184.5cm approx. From the proximal end, and the distal tip kinked and peeled. All the outer diameter (od) and overall length were taken and all are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a coating issue occurred. The patient was undergoing an angiogram in the superficial femoral artery (sfa). The 300cm v-14¿ controlwire® guide wire was utilized with an 014 non bsc support catheter. After the angiogram the v-14 was removed and it was noted that the polymer coating on the tip of the device appeared to be separated; however, nothing was detached. The procedure was completed with another of same device. No patient complications were reported and the patient's condition was fine.